Manufacturer narrative:
The reported events of sensing noise and failure to capture were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found the helix was retracted and clogged with blood. X-ray examination found no anomalies on the lead. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Additional information received indicated that the patient's right ventricular (rv) lead was dislodged.

Event description:
It was reported that the patient presented to the emergency department following a fall which caused the patient to have suffered broken ribs. Remote transmissions afterwards showed that the patient's right ventricular (rv) lead exhibited failure to capture and noise oversensing. A chest x-ray and fluoroscopy were performed to reveal that the rv lead had perforated the patient's heart. The rv lead was explanted and replaced. The patient had no adverse consequences to the events and was stable throughout.